Event description:
A hospital reported that mid procedure, during anterior vitrectomy mode, the cutters were not working and no suction was available. The theatre staff also reported that they could hear air escaping from the machine. The pt impact is unk. Additional info has been requested, but not received to date.

Manufacturer narrative:
A service visit has been scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).